Event description:
It was reported that during use with bd sedi-40 the back cover is not closing correctly during mixing cycle. There was no report of patient impact. The following information was provided by the initial reporter: back cover is not closing completely during 300sec mixing cycle. Sample measurements may not be correct.

Manufacturer narrative:
Investigation summary: instrument sedi 40 (B)(6) was not returned to the manufacturer for service. Review of the provided video showed that the back cover was behaving as expected. Customer confirmed there are no longer any issues. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with bd sedi-40 the back cover is not closing correctly during mixing cycle. There was no report of patient impact. The following information was provided by the initial reporter: back cover is not closing completely during 300sec mixing cycle. Sample measurements may not be correct.

Manufacturer narrative:
In this MDR, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. As elitech is an OEM manufacturing site. D.4. Medical device expiration date: na. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.